Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system. He stated that he was trying to refill the reservoir when the device alarmed. He stated that when he pushed the drive support cap back in, he was able to prime/rewind. The customer did not know the blood glucose reading. His most recent blood glucose was 219 mg/dl. He stated that when he pushed the drive support cap back it, he was disconnected from the insulin pump. He noted that the drive support cap was now indented at the time of the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He was advised that during seating, the force sensor did not detect the reservoir.